Event description:
It was reported the patient was getting a pain in their tailbone area. This pain began 2-3 days previous, but had been getting worse in the last 24 hours. A loss of therapeutic effect was also reported and that therapy was "not helping as well as it was." It was stated the patient tried four different programs at different amplitudes, but the patient was still getting pain in the tailbone area. It was noted the patient turned off the implantable neurostimulator (ins) and could still feel stimulation and the pain the tailbone. When stimulation was turned up on program 4, it was stated the patient could "feel their foot draw" and this indicated the stimulation was on. It was further reported the patient had a previous injury to their tailbone and they had urinary retention from a fall. It was additionally reported the same day, the patient could not turn the ins off and it was causing them pain. It was unclear if and when the ins could be turned off. It was noted the patient would try to set up an appointment with their healthcare provider and would request a manufacturer representative to be present. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID 3093-28, lot # v161124, implanted: (B)(6) 2009, product type lead; product ID 3037, serial # (B)(4), implanted: (B)(6) 2009, product type programmer, patient. (B)(4).